Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00176.

Event description:
It was reported that a patient underwent a revision surgery to address two closure tops that migrated postoperatively. Intraop imaging was used to locate the set screws in the muscle. The hardware was removed and replaced to complete the procedure. There were no additional reported patient impacts. This is report one of two for this event.

Event description:
It was reported that a revision surgery was performed approximately 5 weeks post-operatively to address two closure tops that loosened post-operatively bilaterally at l2. All 8 closure tops were removed with the rods and the pedicle screws were checked. All pedicle screws had good purchase in the bone so they were left in place. New rods and closure tops were placed during the revision. This is report one of four for this event.

Manufacturer narrative:
Reference reports: 3012447612-2020-00175, 3012447612-2020-00176, 3012447612-2021-00366, and 3012447612-2021-00367.

Event description:
It was reported that a patient underwent a revision surgery to address two closure tops that migrated postoperatively. Intraop imaging was used to locate the set screws in the muscle. The hardware was removed and replaced to complete the procedure. There were no additional reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
Additional information in h6: method, results, and conclusions. This follow-up report is being submitted to relay additional information. The complaint is non-verifiable for two (2) of two (2) vitality closure tops (pn 07.02011.001) for the failure of post-op migration as no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided for review. A definitive root cause cannot be determined. Lot identification is necessary for review of device history records, and lot identification was not provided. A complaint history search was conducted. The relevance of recall z-0867-2019 and z-0868-2019 are unable to be verified due to the lot number being unknown. This device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a patient underwent a revision surgery to address two closure tops that migrated postoperatively. Intraop imaging was used to locate the set screws in the muscle. The hardware was removed and replaced to complete the procedure. There were no additional reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A follow-up report will be submitted if new information is received that changes the information provided in this report.